Event description:
Rptr has developed multiple medical problems, including meurological disorders, mental impairment, dry eyes 2 years after implants, pain, weakness, bilateral cataracts at age 48, allergies and many more. Implants were ruptured.